Event description:
Leica microsystems received a complaint regarding suboptimal processing of 240 tissue samples, which occurred as a consequence of a user re-setting a reagent station to the default concentration of 100% in error rather than 70% as required. When notifying leica microsystems of this complaint, the complainant also advised that all tissue samples exhibiting sub-optimal processing were diagnosable following re-processing. Specific details of the instrument and regimen used to re-process the tissue sample exhibiting su-optimal processing were not provided.

Manufacturer narrative:
The operation and function of the instrument was not evaluated by a leica representative in association with this complaint, because the complainant advised leica microsystems that a user had reset a reagent station to the default concentration of 100% in error, rather than 70% as required. The reagent from the bottle which had been incorrectly set to the default concentration of 100% (actual concelebration was 70%) would have been used for the final dehydration step in the protocol(s) from which sub-optimal tissue processing was identified because the instrument software uses reagent concentration to select reagent stations when executing a protocol, and the reagent with the highest concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a failure by the user to complete the manual reagent replacement process in accordance with the manufacturer instructions in the leica peloris/peloris 11 user manual prior to commencement of the affected protocol(s). The leica peloris/peloris 11 user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."